Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "IV tubing broke in half directly below the drip chamber." An incomplete date of event of (B)(6) 2018 was provided. There was no patient harm.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "IV tubing broke in half directly below the drip chamber." An incomplete date of event of xx-aug-2018 was provided. There was no patient harm.

Manufacturer narrative:
The customer¿s report that the tubing broke below the drip chamber was confirmed. During visual inspection, it was noted that the vinyl tubing was completely separated from the drip chamber outlet port. Examination under magnification showed that both sides of the vinyl tubing had insufficient solvent applied at the engagement. The root cause of the customer¿s report was identified as a manufacturing issue due to insufficient solvent being applied at the junction of the vinyl tubing.